Event description:
The customer reported having problems with the insulin pump. He stated that he pressed the activate button and it showed 50 units of insulin, but it delivered 25 units before he could stop the device. The customer was treated immediately with orange juice and sugar. Then his glucose level dropped to 49mg/dl in the next few hours. The caller believes that the insulin pump over delivered insulin, and he does not recall what happened. Reviewed the programming and appears to be accurate. Performed the displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.